Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a prime rewind anomaly on the insulin pump. The customer's blood glucose level was 247 mg/dl. The customer stated that the insulin pump gets bumped around during the day, specially when she goes to the bathroom and it get moved. The troubleshooting was performed. The patient stated that they are receiving an a33 alarm. The customer said that the driver support cap is sticking out. The patient was advised that the insulin pump need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose/protruded drive support disk. The device was received with cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and minor scratched lcd window. The device had visible traces of moisture at lcd board.